Event description:
The patient, while standing, has had a sudden structural failure. At the emergency room it was diagnosed a rupture of the stem at neck level. A revision surgery has been planned for on (B)(6) 2022.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Affected side: right hip.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient had a cementless arthroplasty with ceramic-ceramic bearing (trilock pinnacle depuy), right hip. On (B)(6) 2020, patient had a revision for dislocation of right hip prosthesis and right knee arthroplasty. Femoral head removal during hip revision, with ceramic femoral head implanted (bioball merete for hip) the patient had a right cemented three compartment total arthroplasty attune depuy, right knee on (B)(6) 2020, the patient had a revision, right hip for dislocation dual-mobility stryker mdm psl cup implant and bioball head, cup/head removed. Tritanium psl 64mm with bi-articular insert bioball head, teasta bi-articular coupling (implanted?) On (B)(6) 2022, patient reports mechanical failure of right hip in the absence of pain. The diagnostic conclusion was a rupture, fracture of the metal neck of the stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. All available x-ray and photos provided were reviewed and it was observed that the device was fractured, therefore the allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device (p/n: 101204070, lot: j12t00) and no non-conformances or manufacturing irregularities related to the malfunction were identified.